Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: I have forwarded your message to our doctors to get you the information you need on the suture. What I have been told is that the suture is breaking with very little pressure. I have the boxes ready to send in but was not given the address or information to send back to you. It was reported that " .they are having issues with the box of suture. All four doctors were reporting breakage of the suture and not under pressure." Please provide information requested for each patient/event listed below: (B)(4) suture breakage reported by 1st surgeon. (B)(4) suture breakage reported by 2nd surgeon. (B)(4) suture breakage reported by 3rd surgeon. (B)(4) suture breakage reported by 4th surgeon. What is the procedure name(s) and date(s)? Can you identify the lot numbers of the product that was used? What is the quantity of devices involved? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please confirm if the devices are available for product return. If yes, please confirm the quantity of devices to be returned and provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, it was reported by healthcare professional that they are having issues with the box of suture. All four doctors were reporting breakage of the suture and not under pressure. Device availability unknown. There were no adverse consequences reported. No further information was provided.